Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the control unit was not functioning, motor defective (empty current 0.8a) and coupling head worn. Therefore, the reported condition was confirmed. However, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the control unit was not functioning on the small battery drive device. It was noted in the service order that the motor was defective(empty current 0.8a), the coupling head worn and the control unit not functioning on the device. The event was no related to surgery, there was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.